Manufacturer narrative:
Date sent: 03/13/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, after the first firing, it was found that the staple was malformed. The doctor stopped firing on the way because the firing felt harder than usual. Another device was used to complete the case. There were no adverse consequences to the pt.